Event description:
Customer reported going to the emergency room due to a low blood glucose level of 29 mg/dl. The incident resulted in bruised arms from attempts to insert an IV. Treatment involved administering carbohydrates, which successfully resolved the issue. No permanent damage was identified, and the customer was released from the hospital on the same day.